Event description:
Event #1 [redacted date] surgical ICU patient on pressors rn noted blood backing up and discovered small leaks in IV tubing. Unfortunately tubing not saved. Event #2 [redacted date] surgical ICU rn transported patient to MRI. While in MRI noted that vented tubing with propofol infusing was backing up with blood and blood was leaking out of tubing. On inspection, found small holes in tubing. Had to have sicu staff bring him new tubing. Unfortunately tubing not saved. Event #3 [redacted date] infusion center approximately 30 minutes into patient's ivig infusion, liquid noted to be leaking from tubing via a small crack in tubing. No harm to patient. Tubing changed, faulty tubing saved for evaluation. Tubing information: clearlink system solution set with duo-vent spike 10 drops/ml. Event #4 [redacted date] surgical ICU vented IV tubing primped for use by rn and noted visible perforation in tubing. Tubing sequestered and left for unit leadership. (Clearlink duo-vent spike). Ref# (B)(4).